Event description:
It was reported that the customer received a message about the cartridge not being installed while completing the fill tubing process. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.